Manufacturer narrative:
The associated complaint device was not made available for evaluation. Therefore, a product analysis could not be conducted. However, a picture was provided. No failure mode could not be confirmed based on the photo. It was reported that the patient underwent a revision surgery to remove the nail due to an unspecified post-operative condition. After repeated requests, smith and nephew has been unable to obtain device details or confirm the alleged deficiency with the device. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, device history record and manufacturing records review cannot be completed. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. The patient impact could not be determined with the available information. There is no information that would suggest the implanted device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that a revision surgery was performed for unspecified reasons. No additional information available.